Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2013-01765, 1018233-2013-01766, 1018233-2013-01964, 1018233-2013-01965, 1018233-2013-01966, and 1018233-2013-01967. (B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "urological applications - adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response)." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.